Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense channel. The noise was oversensed, resulting in pacing inhibition in this pacemaker-dependent patient. The noise could not be recreated with isometrics and pocket manipulation. However, with deep breathing, the noise was recreated. The sensitivity was programmed to least, which resolved the oversensing issue. A guidant technical services consultant discussed diaphragmatic oversensing.